Event description:
Device 1 of 2.reference MFR report #: 1627487-2015-07617.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report #: 1627487-2015-07617. It was reported the patient stopped receiving effective stimulation due to frequent physical activities. An impedance check revealed high and invalid impedances. X-rays identified a kink on both leads. Programming could not provide resolution. As a result, the paitent will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07617. Follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2015. During the procedure, the patient's ipg was electively explanted and replaced with a different model. The issue was resolved by surgical intervention.